Event description:
It was reported siderail was not functioning to spec.

Manufacturer narrative:
The siderail toprail which connects the siderail spindles was cracked, most likely a result of impact damage (customer abuse).